Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl and a heart attack. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Additionally, customer required surgery as a result of the heart attack. Reportedly, the customer was released on 06/23/2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The initial medwatch was inadvertently filed. This is a duplicate event filed on mfg report # 3013756811-2022-72940.